Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer . Part analysis: the reported condition of "not powering on, offline on rss" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the field service engineer (fse) reported that the station was not powering on. The power supply was isolated, and when the switch was flipped, the fan could be heard spinning. All connections to the comm sled were disconnected except for the main drawer, and the station powered on but did not read the hard drive. The sata cable was replaced, after which the station was able to boot up. Each drawer was tested in the auxiliary cabinet, and all boards were found to be functional. Upon closer inspection, the pyxibus cable for drawer 7 was found to be cut, and the cable was replaced. The station then booted up, but it did not detect any drawers in the auxiliary cabinet. The auxiliary cabinet board was replaced. During dchu visual inspection pn 119564-11: was received with no signs of physical damage, fluid ingress or missing components. Pn 121085-01: was received with the black marks and copper strands exposed. During dchu testing pn 119564-11: failed the dmm testing due to a faulty component (d1). Pn 121085-01: further testing was not required due to thermal damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "not powering on, offline on rss" was due to: a faulty pcba aux interface pn 119564-11 due to a faulty diode which prevents the proper functionality of the whole board. A the damaged "assy cbl pyxibus 7 drawer (pn 121085-01) which had signs of exposed copper strands which lead to the observed thermal damage which compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the unit was not powering on and appeared offline on rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that the issue was due to a faulty aux interface board (diode failure) and a damaged pyxibus cable with exposed copper strands observed thermal damage which compromised the drawer's functionality. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the unit was not powering on and appeared offline on rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not powered on. The field service engineer (fse) isolated the power supply and confirmed fan operation when the switch was flipped and disconnected all connections to the communication sled except for the main drawer; the station powered on but did not detect the hard drive. After replacing the serial ata cable (sata cable), the station booted successfully. Each auxiliary drawer was tested, and boards were fine. Upon closer inspection, a cut pyxibus cable on drawer 7 was found and replaced. The station booted but did not detect any auxiliary drawers, so the auxiliary cabinet board was replaced. The system functioned as intended after the field service engineer (fse) replaced the device.